Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was successfully verified one month prior to the treatment and confirmed system met specifications as per service installation record signed on july third twenty-twenty three. Clinical application specialist review concluded as follows: hyperopic astigmatism treatment was performed; in the provided documentation, patient pre-existing conditions are part of the listed contraindications described in the procedure manual (dry eye, eye infections). From the treatment report the system docking was decentered, a lot of fluid was present under patient interface. The mentioned vertical lines are not linked to the flap since the cutting pattern is horizontal (superior hinge). Root cause could not be determined conclusively, most probable root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the rainbow glare, blurry vision or halos and pulling sensation and pain or discomfort in the driving, seeing vertical lines and colors of rainbow daily in the right eye of a patient, the best corrected visual acuity of post operative outcome is greater than two diopter after surgery.